Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer powered up to "please wait" screen. Hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the left keyboard hinge was broken and the latch tab on the power cord bay door was stressed. (B)(4).

Event description:
It was reported that the programmer froze. A power cycle of the monitor failed to resolve the issue, resulting in the programmer becoming stuck on the "please wait" screen upon power-up. The programmer has been returned for repair. No patient complications have been reported as a result of this event.